Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the implant's surface properties did not show any deviations.

Event description:
It was reported that a xive s plus implant was inserted in the jaw of a patient on (B)(6) 2013. The implant was exposed and the patient stated that they had allergic reactions and an "electric sensation" after one and a half years. The implant was removed on (B)(6) 2016.